Event description:
It was reported, the patient had a lead revision approximately four weeks prior to this report. The patient¿s healthcare professional (hcp) wanted the implant left off for four weeks after implant, but a nurse had turned the implantable neurostimulator (ins) on. The patient had complications from the revision surgery and they had difficulty with speech and resting tremor at the time of this report. The inss were turned on prematurely to help control tremors. The patient was in a rehabilitation center for recovery and their prognosis was day to day. The manufacturing representative stated the patient¿s issues were not so much from the ins, but from complications from the surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# va0b8hm, implanted: 2013 (B)(6); product type lead product ID 748351, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3387s-40, lot# va0b8hm, implanted: 2013 (B)(6); product type lead product ID 748351, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3387s-40, lot# va0b8hm, implanted: 2013 (B)(6); product type lead. (B)(4).